Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a cleo® 90 infusion set, the patient observed her site was "hurting" when she woke up. The patient reported the cannula was not compromised. It was noted that the patient did not observed any damage to the device packaging when it was first opened. The patient's blood glucose levels were 150mg/dl at the time of the event. The patient inserted a new site. No permanent injury was reported.